Event description:
Rptr had a neck injury with cervical disc-c4-c5 herniation with spinal cord compression while moving a poorly designed protective lead shield at work designed by philips. Reporter has tried conservative therapy but reporter still has significant pain. Reporter is working but with restrictions. Reporter probably will have neck surgery in feburary of 2005 which may lead to significant short and long term complications and possible disability at a young age.